Event description:
Hospital reported that 39 hours into an extracorporeal membrane oxygenation case (ECMO), blood leakage was noticed at one of the dp-38p bio-probe tubing connectors. The device was removed from the circuit and replaced with a second bio-probe insert. Case was continued with no effect to the pt.